Event description:
When repositioning a pt using the ceiling lift, all straps were hooked up to the lift and I depressed and held the up button on the control. As the lift started to move, we heard a beep like the lift was running low on battery power, it had been docked in the charging unit during the shift so we continued on with the repositioning. The lift kept going up even when I let go off the up button and pressed the down button. By this time, the lift was all the way up to the motor unit and the round metal piece that attaches the sling arm to the cable was jammed into the motor housing. The unit would not turn on, the arm would not release and we were forced to raise the bed to its highest level and cut the pt out of the sling to lower her to the bed.